Event description:
It was reported that this implantable device delivered inappropriate anti-tachycardia pacing (atp) therapy. Data review noted atrial undersensing and intermittent oversensing during the episode and the v>a discriminator was satisfied. Additionally, loss of atrial capture was in question. A boston scientific technical services consultant documented and discussed the clinical observations. The health care provider inquired about programming off rate discriminators and using rhythm ID instead to determine therapy decisions and prevent inappropriate therapy. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.